Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that on the post-op day 1 device check, the atrial lead was found to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.